Event description:
Reportable based on analysis completed on (B)(6) 2014. It was reported that image was lost. An opticross imaging catheter was selected for a percutaneous coronary intervention. It was reported that image was lost. Procedure was completed with another with same device. No patient complications were reported and the patient's condition is good. However, returned device analysis revealed a hole.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed a kink in the sheath assembly at 72.1cm from femoral marker at the proximal end. Hole in sheath assembly lap joint 27.8cm from the distal tip end was observed. Water leaked at the open hole during flushing process. The catheter was inserted into the dispenser coil hoop tester and was flushed. It was observed that water leaked from the convex side of the catheter near the lap joint as it was positioned inside the coil hoop. Full image characterization testing cannot be performed based on the returned condition of the catheter. No other issues or defects were observed during product analysis of the returned device. The device failed to meet specifications based on its returned condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).